Event description:
It was reported that the programmer would not boot up and that the printing was faded. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was not booting up and the hard drive was therefore reconfigured and the software reloaded. Analysis was unable to verify the customer comment of the printing fading, when the programmer was returned there was no paper installed in the strip chart recorder but the programmer was able to print strip charts that showed no sign of fading. It was also noted that the display had an abnormality on the left side, that it was damaged and therefore the liquid crystal display was replaced. The hard drive health was found to be less than 100% and the system fan was found to be noisy; the fan was replaced and the hard drive was also replaced as a preventive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID r2290 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.